Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while changing his infusion set. The patient's blood glucose at the time of incident was 156 mg/dl. Customer stated that he was priming the pump and the insulin shot straight out, and that was when the pump alarmed. Troubleshooting was initiated for the compromised force sensor system alarm. The customer does not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.